Event description:
It was reported that a patient was experiencing some distal radial nerve injury post implantation of a multi-loc humeral nail. After placement of the proximal screw of a multiloc humeral nail, a 2.40 mm ti locking screw was placed distally through the 1st and 3rd distal holes and during drilling of the first distal hole, the arm of the nail dorsally shifted in position. Post-surgery the patient had damage to the radial nerve which presented itself as a loss of motor function. The product was not returned. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.